Manufacturer narrative:
The reported issue that a burning smell was present when the device was plugged into an electrical outlet during pm could not be confirmed or duplicated during the investigation. The pcu was connected to an ac source, powered on and logs downloaded with no smell of smoke or thermal activity occurring. The internal inspection did not find any evidence of a smoke smell or find any signs of thermal activity with any of the components that may have produced a smoky smell. Re-assembly and reconnection to an ac source did not produce any smell of smoke. Powering on the pcu after reassembly did not produce any smell of smoke or present any signs of thermal activity occurring. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported a burning odor from the pc unit when it was plugged into an electrical outlet during pm. No smoke, fire, burning, arc or spark was visualized. There was no patient involvement.